Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the ostial right internal carotid artery (rica) during the study index procedure. A 5 mm. Angioguard was used. The residual stenosis was 26%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. Post-procedure (same day), a neurological event occurred. The event was characterized by dysarthria unrelated to the device/procedure/anticoagulation with diagnosis of "other". Recovery was partial/minor residuals. The patient was asymptomatic for the procedure. The ostial rica target lesion was reported to be: an 85% stenosis, 13.8 mm. In length, absent of thrombus, 3.5 mm. Reference diameter, and mildly calcified/tortuous. The lesion was not pre-dilated. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(6) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the ostium of the right internal carotid artery (rica). A 5 mm. Angioguard was used. The residual stenosis was 26%. The patient had no neurological deficit upon leaving the angiography suite. Post-procedure (same day), the patient experienced dysarthria noted as unrelated to the device, the procedure or anticoagulation. Recovery was partial/minor residuals and the patient was discharged four (4) days after the procedure. The patient was asymptomatic for the procedure. The ostial rica target lesion was reported to have an 85% stenosis, 13.8 mm. In length, absent of thrombus, 3.5 mm. Reference diameter, and mildly calcified/tortuous. The lesion was not pre-dilated. The patient's medical history includes hyperlipidemia, coronary artery disease and hypertension with high risk criteria of age >75. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15614670 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia and associated symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Dysarthria, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. With the limited amount of information available and without return of the product for analysis or films of the angioguard deployment difficulty it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.